Event description:
(B)(4). Event occurred in the united states. It was reported that the patient was not feeling good and on (B)(6) 2019, she went into diabetic ketoacidosis. Since (B)(6) 2019, she also faced three bent cannulas with elevated blood glucose level of 465 mg/dl, which the patient tried to treat with a bolus but on the same day she went to the emergency room with blood glucose level of 465 mg/dl. She had to wait a long time but once she got in, they gave her fluids via intravenous route and insulin injections. Reportedly, she believed that she was not getting enough insulin delivered to her body. She changes out her insulin and cartridges and infusion every three days. After spending nine hours in the emergency room, the patient was hospitalized where she received insulin drip via intravenous route which resolved the issue. The infusion had been in use for 2-3 days but less than a day at the time when she got hospitalized. She did not notice any damage when the package was first opened. On (B)(6) 2019, the patient was released from the hospital and there was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.